Event description:
During a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation, it was noted that the hemostatic valve at the tail end of the sheath could not be sealed, and the air entered when pumped back. The valve was believed to have been leaking the air. The air was noted in the flushing line. A pressure bag with a 2ml per minute flow rate was used as the irrigation method. The sheath was replaced, and procedure was completed without patient complications. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
During a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation, it was noted that the hemostatic valve at the tail end of the sheath could not be sealed, and the air entered when pumped back. The valve was believed to have been leaking the air. The air was noted in the flushing line. A pressure bag with a 2ml per minute flow rate was used as the irrigation method. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned.